Event description:
The customer reported that there was bleeding after activation although an end tone, indicating a completed seal cycle, was heard. The bleeding was controlled with sutures. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.